Event description:
Subsequent to the initial 30-day medwatch report, the following information was reported: the lesion was located in the 70-90% stenosed, calcified and tortuous, right coronary artery (rca). The lesion was pre-dilated. Due to the anatomy, resistance was noted advancing the xience sierra stent system and it did not cross the lesion. Resistance was noted during removal and the stent became unstable on the balloon and began to dislodge from the balloon. The stent delivery system (sds) was advanced back into the stent and the balloon inflated to catch and safely remove the stent, without difficulty. A non-abbott 4 x 12 mm stent was used to complete the procedure. The final patient outcome was good. No additional information was provided.

Manufacturer narrative:
Patient codes: 2199 labeled. Device codes: 1528 labeled. (B)(4). Correction: an adverse event did not occur, event description, type of reportable event, patient coding: 2687-labeled - removed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the calcified and tortuous anatomy causing the reported failure to advance. The device was then removed and interacted with the difficult anatomy causing the reported difficulty to remove and subsequent unstable stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during an intervention, the xience sierra stent dislodged and remained stuck in the struts on an implanted stent. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.